Manufacturer narrative:
Bayer case number: (B)(6). Heavy menstrual cycle with pain [bleeding menstrual heavy]. Severe anemia [anemia]. Heavy menstrual cycle with pain [pain menstrual]. Hair falling out [hair loss]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual cycle with pain") and anaemia ("severe anemia") in a 34-year-old female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1 (she has given birth to her daughter on (B)(6) 2010). On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), anaemia (seriousness criterion medically important), dysmenorrhoea ("heavy menstrual cycle with pain") and alopecia ("hair falling out"). The patient was treated with surgery (hysterectomy). At the time of the report, all of the events were resolving. The reporter considered alopecia, anaemia, dysmenorrhoea and heavy menstrual bleeding to be related to essure administration. The reporter commented: caller does not remember the exact date her essure was placed but it was after she has given birth to her daughter on (B)(6) 2010. She also does not remember the doctor's name who placed her essure. She is assuming that since bayer is the manufacturer, bayer would have a list of doctors who have placed essure. She would like to know her doctor's name to have proof that she had essure placed before 2015. Caller is gathering information to help her lawyer file a lawsuit. She stated that ever since her she had essure, she experienced horrible side effects like severe anemia, heavy menstrual cycle with pain, hair falling out and other stuff. She didn't know it. Was the essure until her doctor told her when she had hysterectomy and essure was removed on (B)(6) 2024. Caller is regaining her health back, though not yet fully. Date of insertion: probably on (B)(6) 2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) heavy menstrual cycle with pain [bleeding menstrual heavy] severe anemia [anemia] heavy menstrual cycle with pain [pain menstrual] hair falling out [hair loss] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual cycle with pain") in a 34 year-old female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1 (she has given birth to her daughter in (B)(6) 2010). In (B)(6) 2010, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), anaemia ("severe anemia"), dysmenorrhoea ("heavy menstrual cycle with pain") and alopecia ("hair falling out"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2024. At the time of the report, all of the events were resolving. The reporter considered alopecia, anaemia, dysmenorrhoea and heavy menstrual bleeding to be related to essure administration. The reporter commented: caller does not remember the exact date her essure was placed but it was after she has given birth to her daughter in (B)(6) 2010. She also does not remember the doctor's name who placed her essure. She is assuming that since bayer is the manufacturer, bayer would have a list of doctors who have placed essure. She would like to know her doctor's name to have proof that she had essure placed before 2015. Caller is gathering information to help her lawyer file a lawsuit. She stated that ever since her she had essure, she experienced horrible side effects like severe anemia, heavy menstrual cycle with pain, hair falling out and other stuff. She didn't know it. Was the essure until her doctor told her when she had hysterectomy and essure was removed in (B)(6) 2024. Caller is regaining her health back, though not yet fully. Date of insertion: probably (B)(6) 2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.